Event description:
It was reported that device diagnostics resulted in high impedance. The patient's device was interrogated and found to be programmed off. It was reported that the device was previously programmed off due to lack of efficacy. No x-rays were performed. It is unknown whether or not any trauma or manipulation occurred that could have caused or contribute to the high impedance. No additional relevant information has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Event date on initial MDR should have been listed as (B)(6) 2015. Initial MDR inadvertently mistyped the date. Brand name. Corrected data: initial MDR inadvertently mistyped lead model 302.

Event description:
It was noted that the patient's vns system was replaced and the impedance of the new system was noted to be ok within normal limits. No explanted device was returned to date. No further relevant information was received to date.